Event description:
It was reported that during a right ulnar collateral ligament repair procedure on (B)(6) 2014, when the juggerknot soft anchor was inserted, the suture anchor shredded and the anchor allegedly failed. Another juggerknot soft anchor was inserted into the existing hole and the procedure was completed without delay. No additional holes were drilled and no pieces had to be retrieved from the patient¿s wound.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.